Event description:
The surgeon inserted a 20.0 se/2.0 diopter aa4203tl toric silicone plate lens and one haptic tore off. The lens was removed within the same surgery with no patient injury. The reporter stated the cause of the torn haptic was the injector and cartridge. Another same type lens was implanted.